Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, insufficient angle due to stretch of angle wire, play in the angle knob due to the stretch of the angle wire, due to the deterioration of the blade, the internal blade of the curved part is twisted, discoloration of the rubber adhesive part, damage to the insertion part due to deformation caused by biting or pinching of the serpentine, cable coating peeling due to scientific load, cable damage due to physical load, damage to the operating part due to physical load, damage to the cleaning tube mounting base due to excessive wear, leakage of connector due to damage to parts, difficult to inflate the balloon with low air, and damage to the surface of the ultrasonic probe due to physical load. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
A user facility reported to olympus, the evis exera ii ultrasound gastrovideoscope balloon was difficult to inflate and gave little air. Upon inspection and testing of the customer returned device, gap was found at the tip adhesive part. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no patient involvement, or user injury associated with this event.